Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient from (B)(6) who was receiving intrathecal baclofen via an implanted infusion pump. At the time of the event the patient was also receiving oral baclofen. About one week ago ((B)(6) 2016) the patient experienced a return of symptoms with rigidity and itching. The patient suspected a pump malfunction. It was unknown what led to the event. No interventions/actions had been taken. The patient was going to have a pump follow-up at the nearest hospital. In about two weeks he was due for a pump refill. The patient's status was reported as alive - no injury. At the time of the report, the event was not resolved. Additional information has been requested regarding diagnostics performed, actions/interventions taken to resolve the event, cause of the return of symptoms, resolution, drug dose and concentration and IFU, but it was not available at the time of this report.